Event description:
Additional clinic notes were received for the patient¿s office visit on (B)(6) 2014. The patient¿s device showed an end of service condition during the office visit, which likely was the cause of the patient¿s increase in seizures. The patient¿s last seizure prior to the office visit occurred on (B)(6) 2014.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has been having increasing frequency of seizures in the past several months. It was noted that the patient's last seizure was three to four weeks ago and that has been the patient's frequency since march or april. The patient was referred to epileptologist. The patient has been referred for prophylactic generator replacement. Surgery is likely, but has not occurred to date. Attempts to obtain additional information will be made, but no information has been received to date.

Event description:
The physician reported that the seizure increase was first observed in "mid 2013". The physician attributes the increase in seizures to the loss of vns therapy. The relationship of the increase in seizures to the patient's pre-vns baseline frequency is unknown. Clinic notes dated (B)(6) 2014 note that replacement surgery is pending. No surgical intervention has been performed to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR #01 inadvertently did not include the information regarding the end of service condition of the patient's device. Evaluation codes, conclusions, corrected data: supplemental MDR #01 inadvertently did not include that no device failure.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The replacement generator was programmed on during the procedure to the patient¿s previous device settings. The explanting facility discarded the explanted device; therefore, no analysis can be performed.